Manufacturer narrative:
Additional information such as records and images was requested. As soon as our analysis is complete, a supplemental report will be submitted.

Manufacturer narrative:
Imaging review: review of the medical records and images by agas medical consultant resulted in the following findings: this (B)(6) female patient was found to have a large pda. She had echocardiographic evidence of a large left atrium and left ventricle. She underwent cardiac catheterization followed by placement of an 8/6mm ado. The next day the device was found to have embolized into the left pulmonary artery. The embolized device was removed and a 10/8mm ado was placed. The patient did well thereafter. Two cds were provided for review. One cd contained echocardiographic images and the other cd contained fluoroscopic and angiographic images of the two cardiac catheterizations, device placement, the embolized device and placement of the 10/8mm device. The cd containing the angiograms showed a large pda with left-to-right flow. The pda measured about 5mm by 4mm with an ampulla that measured about 12mm. An 8/6mm device was deployed, interrogated and released. Unfortunately, the device embolized overnight. Later there were cine-angiograms taken of the embolized device followed by placement of larger device after the 8/6mm ado was retrieved. Device analysis: the ado was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Conclusion: according to agas medical consultant the ado embolized because the device was small compared to the size of the defect as evidenced by: the diameter of the pda was a little larger in the ap view compared to the measurement performed. When the 8/6mm device disc was pulled into the defect, the aortic disc had a blunted appearance which suggested that the diameter of the pda was large and the device was being held in place by the aortic retention disc while it was partially in the pda. This appearance is usually stable and acceptable if the aortic retention disc completely occludes the pda and is as large as or is larger than the pda itself. The angiograms taken following device placement of the 8/6mm ado showed the body of the device was smaller than the pda and the wall of the pda was separated from the device. The residual shunt was not only through the wire mesh but also around the device.

Event description:
According to the initial information received, the patient's patent ductus arteriosus was measured using fluoroscopy and an 8/6mm amplatzer duct occluder (ado) was successfully implanted on (B)(6) 2011. The narrowest diameter was ap 3.9mm x lat 4.9mm and the ampulla measured ~12mm. On (B)(6) 2011, an x-ray revealed the ado had embolized into the left pulmonary artery. The patient returned to the cath lab where the ado was percutaneously retrieved and a 10/8mm ado was implanted without complications.